Manufacturer narrative:
Results: the pet lock was intact to the proximal end of the pusher assembly. The pusher assembly had a bend approximately 125.0 cm from the proximal end. The pusher assembly was kinked approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The embolization coil was unable to advance or retract out of the introducer sheath. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The inner diameter (ID) of the introducer sheath friction lock is smaller than the rest of the introducer sheath and allows it to seat on the pusher assembly mid-joint. If the mid-joint is forcefully withdrawn proximal to the friction lock, resistance may be experienced when attempting to advance the device out of its introducer sheath. Forcefully advancing against this resistance likely contributed to the pusher kink on the returned device. This kink was just proximal to the introducer sheath and likely contributed to additional difficulty when attempting to advance the pusher assembly. The resistance between the friction lock and mid-joint and pusher assembly kink likely contributed to the inability to advance the coil during the procedure and functional testing. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil from its initial position in the introducer sheath; therefore, the smart coil was removed. The procedure was completed using additional smart coils and other coils with the same microcatheter. There was no report of an adverse effect to the patient.